Event description:
A patient's mother reported that her son, who used renu multiplus multi-purpose solution, experienced an eye infection. The patient's physician reported that in 2005, the patient presented to his office with a complaint of eye irritation. It was noted that the irritation started in his left eye and progressed to his right eye. The event was thought to be related to styes. Fifteen days later, the patient was seen again and was diagnosed with bacterial corneal ulcers. In the right eye, the ulcer was temporal. In the left eye, there were two ulcers within the central 4 mm of his cornea. Each was 1-1.5 mm from the center point. One was in the eight o'clock position and one was in the two o'clock position. The patient was treated with vigamox. In a follow up visit four days later, the patient had recovered. His visual acuity at that time was 20/25 in each eye.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluation met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.